Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime warnings on the pump. The reporter indicated that the issue continued even after changing the cartridge multiple times, including from a different box of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: no loss of prime warnings were duplicated during 24hr duration testing. The force sensor calibration check showed the pump was detecting the correct force. Testing was unable to duplicate the complaint. Unrelated to the complaint, the display screen was found to be discolored with a pinkish contrast and the battery compartment was found to be cracked below the pump bumper pad.